Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that corrosion of the ethylene oxide (gas) valve and detachment in the bending section were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bending section was detached on the cystonephrovideoscope and the ethylene oxide (gas) valve was corroded. There was no patient involvement.